Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device did not power on was not confirmed. Therefore, an assignable root cause was not determined. An assessment was performed and it was observed that the unit did power on, however, did not reach full rotations per minute (rpm). It was further observed that the unit was making an unusual noise, the gear case was corroded, the yellow marking was missing on the disconnect sleeve, and the bearings and housing were worn. The assignable root cause of this condition was determined to be component damage due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery set up, it was observed that the handpiece device had low power and would not power on. During in-house engineering evaluation it was observed that the device was making an unusual noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.